Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a broken door latch. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the door latch. To correct the condition, the door latch assembly was replaced. If any additional information is received, a follow up MDR will be sent. (Date in the initial medwatch should have been (B)(6) 2012). Information received from baxter technical services on (B)(6), 2012: the manufacturing site for the device is the sharp corporation in (B)(4).

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.